Event description:
It was reported the patient experienced a persistant vasospasm in the ascending posterior frontal/parietal branch of the left middle cerebral artery in the location of the guidewire during stent placement in the left internal carotid artery (ica). The vasospasm resolved on its own. There was no impact or consequences to the patient.

Manufacturer narrative:
PMA# or 510k#: k022357. Conclusion: other for anticipated procedural complication. A review of the device history record (DHR was performed and found the device met all required specification upon its release. The device remains implanted, so, was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vasospasm is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.